Event description:
Resident placed subclavian in nero ICU and could not advance the catheter over the wire. Upon removal of the catheter, it sheared off and the patient had to be taken to the operating room for retrieval.

Manufacturer narrative:
Expiration date: unknown as lot # is unknown. Phone number not provided by reporter. (B)(4) - removal of foreign body is not listed in the instructions for use. (B)(4) - separates is not listed in the instructions for use. Product will not be returned per information supplied by the customer. No product was returned to assist in our investigation. It was reported that there was difficulty inserting the catheter over a wire guide, which led to removal of the catheter. During removal, the catheter shaft separated and required surgical removal. Per specification, each catheter shaft is 100% verified to be clean and free of debris, dents and cuts. The catheter lumens are confirmed to accept passage of correct wire guide checker. The product's instructions for use (IFU) provides instructions for catheter insertion. Without the actual complaint device it is difficult to determine what may have led to this failure. However, it is possible that the device was exposed to tensile forces beyond its design. We have notified the appropriate internal personnel and will continue to monitor for similar complaints. The risk will remain at an acceptable level with the inclusion of this event. No further mitigating actions are necessary at this time per quality engineering risk assessment.